Manufacturer narrative:
The following elements have blank data. Device identifier (di): for type of device: monitor, physiological, patient (with arrhythmia detection or alarms). Unique device identifier (UDI): for type of device: monitor, physiological, patient (with arrhythmia detection or alarms).

Event description:
Central station for telemetry failed, found device off and power switch would not stay on (turned on when pushed, off when released, would not latch). Resolved with temporary fix. Replacement not available, system is scheduled to be upgraded within a few months - that device will be replaced. Multiple patients affected, no known issues or problems.

Event description:
Central station for telemetry failed, found device off and power switch would not stay on (turned on when pushed, off when released, would not latch). Resolved with temporary fix. Replacement not available, system is scheduled to be upgraded within a few months - that device will be replaced. Multiple patients affected, no known issues or problems.